Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the of the spare lamp not activating was due to the lamp reaching the end of its useful life.

Manufacturer narrative:
The device was evaluated by olympus and a faulty spare lamp not activating was found, causing the front panel lights to flash. In addition, low light output was found, due to a dirty lens.

Event description:
An olympus, clv-s190, visera elite xenon light source was returned to olympus for inspection. Upon evaluation of the returned device, it was noted that the spare lamp did not activate. There was no patient injury or harm, associated with the problem, reported to olympus.